Manufacturer narrative:
No product returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined; however, problems applying manual compression may have been the cause for the reported event. The fast cath introducer sheath instructions for use (IFU) states that upon removal of the hemostasis introducer, proper precautions should be taken to prevent bleeding. The fast cath introducer sheath instructions for use (IFU) states that this device should only be used by physicians thoroughly trained in the technique of angiography and/or the use of st jude medical catheter delivery systems.

Event description:
It was reported that a hospitalized pt underwent an atrial fibrillation ablation of the pulmonary vein. Prior to the procedure, the pt was given a blood-thinning therapy consisting of falithrom (recruitment phrase, inr 1.24) and therapeutic heparin with low molecular weight heparin. This was a standard protocol for an atrial fibrillation ablation procedure. The puncture of the right groin vein during the ablation was performed by an experienced examiner, an 8f fast cath hemostasis introducer sheath was used, and the procedure went smoothly. Eight days later ((B)(6) 2010), while at home, the pt experienced soft tissue swelling in the right groin which was painful. The pt was diagnosed with a soft tissue hematoma at the puncture site. There was no evidence of active bleeding. A pseudo-aneurysm, dissection, arterio-venous fistula, and venous thrombosis were excluded. The peripheral circulation was intact. The pt's blood picture had changed in terms of blood loss anemia and the pt was hospitalized. The initial hemoglobin was 8.2 mmol / l. The pt was placed on hospitalization treatment for reduction of blood-thinning agents. This included thrombosis prophylaxis by continuing heparin, utilization of compression stockings, immobilization of the right lower extremity, local cooling measures. The pt received pain killers and daily blood counts. The pt's hemoglobin regressed to 6.7 mmol / l. The pt was seen by vascular surgery consult. The pt's status was reported to be well and he was discharged with no further treatment except a f/u office visit.